Manufacturer narrative:
E1: patient city: (B)(6)

Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported that patient faced infusion set blockage at site event on 8-may-2024 . The infusion sets was not in use for more than 48 hours and the patient resolved the event by changing infusion set and resumed insulin therapy. No further information available.